Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the device became blocked. After mapping, the blockage was noted shortly after removing the device from the patient's body. There were no issues noted prior to using the catheter on the patient. The correct catheter settings on the generator was selected. There were no flow rate issues or changes noted during ablation either. The catheter was replaced with a new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 31-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the device became blocked. After mapping, the blockage was noted shortly after removing the device from the patient's body. There were no issues noted prior to using the catheter on the patient. The correct catheter settings on the generator was selected. There were no flow rate issues or changes noted during ablation either. The catheter was replaced with a new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was occluded by reddish material inside the shaft. A manufacturing record evaluation was performed for the finished device number lot 31359384l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).